Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user had the chiller fan of arctic sun device which was very weak and stopped two times. The chiller fan did not work, and the water temperature did not decrease during equipment maintenance, the back side of the unit was getting hot. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on (B)(6) 2023, the device will be sent for bd approved facility for evaluation and repair.

Event description:
It was reported that the user had the chiller fan of arctic sun device which was very weak and stopped two times. The chiller fan did not work, and the water temperature did not decrease during equipment maintenance, the back side of the unit was getting hot. Per sample evaluation results on 18apr2024. It was reported that the arctic sun device was visually inspected and in evaluation findings it was observed that the chiller fan made a slight rattling noise during warm up but then quieted down after warming up. Per review of wo on 14dec2023, there was no patient involvement. Per follow up information received via email on 15dec2023, the device will be sent for bd approved facility for evaluation and repair.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. The device cooled properly and the chiller fan never stopped. No repairs were made for the reported issue as it was unconfirmed. Preventively replaced chiller assembly. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user had the chiller fan of arctic sun device which was very weak and stopped two times. The chiller fan did not work, and the water temperature did not decrease during equipment maintenance, the back side of the unit was getting hot. Per sample evaluation results on 18apr2024. It was reported that the arctic sun device was visually inspected and in evaluation findings it was observed that the chiller fan made a slight rattling noise during warm up but then quieted down after warming up. Per review of wo on 14dec2023, there was no patient involvement. Per follow up information received via email on 15dec2023, the device will be sent for bd approved facility for evaluation and repair.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. The device cooled properly and the chiller fan never stopped. No repairs were made for the reported issue as it was unconfirmed. Preventively replaced chiller assembly. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.